Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.25x16mm promus element ¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. The physician noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).